Event description:
The facility reported a pump with a damaged battery alarm. This condition occurred during a pt infusion. The infusion was stopped by the damaged battery alarm on the pump and was switched out to another pump with no injury to the pt or medical intervention necessary according to the hospital rep. No add'l info is available.

Manufacturer narrative:
Eval summary: a request for the return of the device has been made. Should the pump be received for eval, a follow-up report will be filed upon completion of an eval or if any add'l info becomes available.